Manufacturer narrative:
Results - eval of the returned product did not confirm the reported issue. The alarm powers up and the nurse call function works as it should. The nurse call light is not continuous at the test fixture. However; there is battery leakage residue inside the battery compartment and a flat battery contact is corroded due to battery leakage. The battery door is missing and a led lens is pushed into the case. Note: instructions for use when replacing batteries states: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported when the alarm sounds and the nurse call cable is in use, the nurse will press the suspend button and the alarm will stop sounding in the pt's room but continues to sound at the nurse's station. The customer did not provide the date when this was discovered. No pt incident or injury was reported.